Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported the residual volume on the pump was 92 ml over 46 hours and only 87.3 ml was given, there was reportedly 4.7 ml left. No adverse patient effects were reported. No additional information is available at this time.